Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, (B)(4).

Event description:
The patient was having no relief of pain; the patient was having less than 50% pain relief. There was a discrepancy between the expected residual volume (12.5 ml) and the actual residual volume (20 ml) of drug removed from the pump. The cause was unknown. A dye study was planned, but had not yet been scheduled. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine and clonidine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later receive reported the cause of the discrepancy was a catheter issue; appears to be kinked. Troubleshooting included side-port myelogram and verification of reservoir volume. The patient had been referred for revision/replacement of pump-catheter system. The patient was on oral pain meds.